Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed noise on the right ventricular lead noted as high ventricular rates. There was some delay of pacing as a result of the noise. Intervention was discussed but was not performed. The patient was in stable condition.